Event description:
The consumer indicates that she had been using her neck heating pad for approx ten mins when she placed it down on an armrest in order to get something from her kitchen. A couple of seconds later, the consumer heard popping noises and she and noticed the unit had caught fire in the cords. The heating pad remained in the armrest, however a piece of the cord fell to the ground where it burned. The consumer unplugged the unit. The consumer states that the unit is used two to three times per week for approx fifteen mins each use. The consumer plans on keeping her neck heating pad for at least the next thirty days in case an investigation ensues. Purchase date: (B)(6) 2019, this date is an estimate. (B)(4).